Event description:
It was reported that the pt has stated local pain around the implant since (B)(6) 2011. Auditory performance was not affected. At physical examination, no evidence of inflammation or trauma was found. Problems of outer device were excluded. Latest testing results showed normal values. Upon decision of the surgeon, the pt was reimplanted on (B)(6), 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.